Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the basal rates were gone and the customer was experiencing high blood glucose of 343mg/dl. The spouse stated that the customer bolused and did drop to 94mg/dl. Advised the customer that the basal rates are programmed and he may need them to adjust for the night. During the call, it was found that the drive support cap was protruded. The spouse stated that possible the insulin pump has been bumped or dropped. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.